Manufacturer narrative:
The reported events of failure to capture and material twisted were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
Related manufacturing reference number: 2017865-2021-32965. It was reported that the patient presented for routine implant of the right atrial lead. During the procedure helix extension failure was observed, and the lead was unable to capture. It was noted that the lead insulation was wrinkled upon repositioning. A replacement lead was obtained. However, it was also unable to capture, and the insulation became twisted upon helix extension. The physician elected complete the procedure without placement of an atrial lead. The patient was in stable condition.